Event description:
It was reported that during a procedure involving a 3.00 x 20mm promus element drug-eluting stent, an edge dissection occurred. It was further reported that vascular access was obtained via the femoral artery. The 90% stenosed, 3x18mm, concentric, de novo, target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following predilitation the lesion remained 80% stenosis, a 3.0x20mm promus element drug eluting stent was deployed. Post deployment an edge dissection in the distal stent was noted and treated with deployment of a 2.75x12mm stent to cover the dissection. The physician thought that even though the initial stent was deployed at nominal pressure, the dissection might have been due to diabetes and progressive disease in the distal tissue. The patient status following the procedure was stable.

Manufacturer narrative:
Device is a combination product. B2 outcomes attrib to adv event corrected from other serious (important medical events) to required intervention to prevent permanent impairment. B3 date of event corrected from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that during a procedure involving a 3.00 x 20 mm promus element drug-eluting stent, an edge dissection occurred.